Event description:
Baxter coordinator received report on this 6060 pump from customer. Customer reported pump delivered tpn too fast to pt. No pt injury has been reported at this time. Pump will be sent to tech service center for evaluation. No add'l pt info is available at this time.